Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. The monitor failed a pulse test. The cause for the failure was isolated ot a defective u15 mosfet on the defibrillator pca. The root cause for the defective u15 mosfet could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.